Event description:
It was reported that a minimum fill notification occurred while the customer was attempting to reload a cartridge that contained more than the minimum amount of insulin required. There was no adverse impact to the customer's blood glucose level. Customer stated that they would load a new cartridge to resolve the issue, but declined follow up from tandem technical support to confirm the resolution of the issue.